Manufacturer narrative:
The customer has had no further issues. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer had no issues with any other assays or patient samples. Qc was within range. The field service engineer (fse) did not identify a cause for the issue. Instrument baseline checks were performed and instrument performance testing results were acceptable.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas 6000 e 601 module. The initial result was 5 pg/ml with a data flag. The sample was repeated twice with results of 1359 pg/ml and 1163 pg/ml. The initial low result was not reported outside of the laboratory. The result of 1163 pg/ml was reported outside of the laboratory as it corresponded to the patient¿s history. The probnp ii reagent lot number was 43602702 with an expiration date of 31-mar-2021.